Event description:
Kidney cyst resection with da vinci robotic device at via (B)(6). Surgeon inadvertently avulsed a vein or artery which caused massive bleed and pressure drops. Surgeon began using the robot's stapling device to control the bleed. During one of those attempts, a staple was inadvertently placed across the patient's abdominal aorta. Unfortunately this was not discovered until after the surgery several hours later. Once it was determined that the patient had no blood flow below her abdominal aorta, she was taken back to surgery with a vascular surgeon. That surgeon removed the stapled part of the aorta and created a bypass. Unfortunately the patient had received so many units of blood she was unable to clot and developed a coagulopathy which led to her death on the surgery table.